Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was visiting from another country when the patient received multiple inappropriate shocks. Oversensing was noted. Isometric and pocket manipulation were not able to illicit oversensing. Reprogramming was performed. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.